Event description:
A patient was on the surgical table, which was in normal orientation with the table top positioned fully towards the head end. The table top and base started to tip towards the head end, so the surgical technician stepped on the foot end of the base to balance the table. The table top was then moved back towards the center to prevent it from tipping over. No injury was reported to either the patient or the hospital staff.

Manufacturer narrative:
A steris service technician inspected the table and found that the floor lock feet at the head end of the table were not locking down correctly, which could cause the table to become unstable. The table was repaired and placed back into use. On september 3, 2009, a steris associate account manager and region manager conducted additional in-service training for staff members on the operational use of this surgical table.